Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. As received, the monitor was unable to power on. Multiple components on the computer/analog pca were damaged. The cause for the damage was isolated to a shorted 5v power supply on the computer/analog pca. The power supply was shorted due to contamination throughout the monitor. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that the patient was receiving a service code 204 (belt/monitor unusable).